Manufacturer narrative:
The device will not be returned for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a patient was burned during a case. Patient had a blister second degree burn.